Event description:
It was reported that when the patient presented in clinic for a routine follow-up, non-sustained rv oversensing episode was observed. The patient was having palpitations. Review of session records noted cross-talk and ventricular safety pacing. Lead dislodgement was noted on recent chest x-ray. Device was reprogrammed. There is no plan for lead revision. No information is available on patient condition post device reprogramming.